Event description:
Caller reported two incidents of hypoglycemia requiring hospitalization at times when the aviva system was unavailable for use due to no power. Caller indicated he attempted to use the meter prior to both events. First event: he attempted to use the meter but it would not turn on. He was shaky, weak, and unaware of things around him. His brother was with him but he did not attempt to treat him. The brother called the emt. The customer had become unconscious. He does not know how long he had been unconscious. He does not know what his blood glucose reading was with the emt meter. He stated he was not treated by emt. He came to when he got to the ER. He stated his blood glucose and blood pressure were low. They put his bed upside down to try and help raise the blood pressure. He stated he was given insulin when he got to the hospital. Agent asked him twice to verify. They gave him 20 units of r insulin. He stated his blood glucose was low when this was given to him. He was admitted for 12 hours. Second event: he went to hospital for a follow up visit at 8am on a different day following the first event. He was lightheaded and dizzy. He took his medication while at the hospital at 830am. He took 20 units of r insulin and 70 units of n insulin. They checked his blood glucose and blood pressure. His blood glucose was in the 60's mg/dl. He was admitted to the hospital for 24 hours. A request was made for the return of the meter, replacement sent.